Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and perforation abutting organ. The indication for the filter implant, procedural details and medical history of the patient has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant imaging available for review, the reported mesenteric perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and perforation abutting organ that caused injury and damage.

Event description:
Additional information received per the medical records indicate that the patient has a history of right iliac thrombosis, bleeding, hemiplegia, intracranial hemorrhage and swelling of right lower extremity. The patient already had a central line. A guidewire was then inserted through the distal port of the central line and advanced into the inferior vena cava. The central line was pulled back and an inferior vena cavagram was performed, which revealed no evidence of thrombus in the vena cava itself. However, there was significant respiratory motion. The filter was inserted through the sheath towards the l2-l3 level, below the renal vein. Completion venogram was performed, which revealed no evidence of extravasation and good placement of the filter. At that time, the wire was left in place. The sheath was removed and a new central line was placed. The tip of the central line was at the proximal segment of the common iliac vein. All ports were aspirated. They were noted to be functioning well at that time. The patient tolerated the procedure well. She was transferred back to the intensive care unit (ICU). Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc) and perforation abutting an organ. The patient became aware of the reported events seventeen years after the index procedure. The patient continues to experience worry, anxiety related to the filter.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a5, b3, b4, b5, b6, b7, d11, g2, g3, g6, h1, h2 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and perforation abutting organ. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc) and perforation abutting an organ, approximately seventeen years post implant. The patient also reported anxiety related to the filter. According to the medical records the patient had a history of right iliac thrombosis, bleeding, hemiplegia, intracranial hemorrhage and swelling of the right lower extremity. The filter was placed via a pre-existing femoral central line and deployed below the renal veins towards the level of l2-l3. Completion venogram was performed, which revealed no evidence of extravasation and good placement of the filter. The central line was then exchanged out for a new central line. The patient tolerated the procedure well and was transferred back to the intensive care unit. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant imaging available for review, the reported perforation could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.